Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Upon further analysis of the foreign material, it was identified as polyethylene fibers (disposable plastic gowns), drug derived silicic acid, ester, and phthalocyanine blue (blue pigment, chemical). The cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and no reported deviations in reprocessing from the instructions for use. The event can be detected and prevented by handling the device in accordance with the following IFU: chapter 5 "reprocessing the endoscope (and related reprocessing accessories)" and section 5.5 "manually cleaning the endoscope and accessories, clean the external surfaces¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: the switch box, control unit, grip, universal cord, scope connector, scope cover, switch 2, scope connector cover unit, right/left knob, up/down knob, free engage knob, flexibility adjustment ring, plastic distal end, and the connecting tube all have a scratch, due to damage; switch 5 does not work, due to wear of the angle wire; the play of the up/down knob is out of the standard value, adhesive on the bending section cover has a chip, due to the clogging of the nozzle, water removal ability does not meet the standard value, the suction cylinder is shaved, switch 4 does not work due to damage, the plug unit has discoloration, and due to the wear of the angle wire; bending angle in the up direction does not meet the standard value. The customer cleaned, disinfected, and sterilized the device before sending it to olympus. There was no delay during precleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with detergent solution. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
It was observed that during the device evaluation, the colonovideoscope nozzle has foreign material. There were no reports of patient involvement.